Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt received alarms while connected to the power module. The system controller was exchanged and the event was resolved.

Manufacturer narrative:
The reported event of alarms while connected to the power module was confirmed during analysis. The black cable was stripped at the connector end, and the (brown) battery gauge inner conductor was confirmed to be broken. A review of the device history records for this system controller showed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.